Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral erosion as the artificial urinary sphincter cuff component was too tight. The erosion was diagnosed with a cystoscope. The cuff was removed and a deactivation package was implanted into the tubing. Following the surgery, the patient fully recovered. No further patient complications were reported.

Event description:
It was reported that the patient experienced urethral erosion as the artificial urinary sphincter cuff component was too tight. The erosion was diagnosed with a cystoscope. The cuff was removed and a deactivation package was implanted into the tubing. Following the surgery, the patient fully recovered. No further patient complications were reported. Additional information received indicated the patient had a new cuff implanted at a later date.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.